Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A theatre manager reported the cutter failed to operate during a procedure as the blade wasn't moving in the shaft. A second cutter was used to complete the case. There was no pt harm reported.